Event description:
It was reported that the bd¿ posiflush¿ saline xs 10 ml's saline had discoloration. The following was reported by the initial reporter: verbatim: concern description: noticed one of the sterile saline flush has some brownish discoloring at the actual saline flush while still intact inside the sterile packaging.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306572 and lot number 2306330. The review did not reveal any possible non-conformances that could have contributed to this reported issue. As neither physical samples or picture samples were available for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined for this event.

Event description:
It was reported that the bd¿ posiflush¿ saline xs 10 ml's saline had discoloration. The following was reported by the initial reporter: verbatim: concern description: noticed one of the sterile saline flush has some brownish discoloring at the actual saline flush while still intact inside the sterile packaging.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.